Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain zero of five of their therapy. The patient had drained 246ml of an expected 1500ml at the time of the alarm. The caregiver mentioned that up to this point, the patient had received the alarm twice. During troubleshooting, it was verified that the connections were tight and the clamps were open. The patient then received a dc drain complication encountered message. The caregiver rebooted the cycler but the m31 alarm reoccurred. Treatment was cancelled and upon removing the cassette, the caregiver noticed fluid leaking from the cassette compartment of the cycler. The cause of the leak was unknown. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.